Manufacturer narrative:
Concomitant medical products: dk7726 inserter, lot# unknown; 1mtec30 cartridge, lot# unknown. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: a video was provided by the customer to amo and shows that the lens was whole prior to loading, then the edge was torn during implantation. It appeared that the damage to the optic body of the lens was due to a rapid twisting motion of the forceps as the lens was pushed into the diagram position of the cartridge. It appeared that the top tang of the forceps dug into the anterior side of the iol optic body. After the loaded cartridge was placed into the hand piece, the push rod appears to engage the lens at a 6 o¿clock position of the optic body and the damage is in the 4 o¿clock position. The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigational requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Just after the implantation of the intraocular lens (iol), the edge part of the iol was chipped. This iol was placed in the patient's eye. No patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: additional review of the video provided by the surgery site was performed. The video was evaluated and shows that the lens was whole prior to loading, then the edge of the lens was torn during implantation. This was most likely due to plunger override. The complaint issue reported was verified. All pertinent information available to the manufacturer has been submitted.